Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) lost signal to the ilet pump while the dexcom mobile app continued to display glucose values, and the user re-entered the sensor pairing code and was advised about the sensor pairing period, consistent with an intermittent communication failure involving the antenna/electrical communications pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and involvement of the device's antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.